Manufacturer narrative:
A ventstar anesthesia wf 180 tubing system was available for investigation. The reported loose connection between tube and blue connector could be comprehended during the optical inspection. Upon closer examination of the loose connector, residual adhesive was visible on the connector and on the tube. In principle, the failure (broken bond) can be caused by a too small amount of adhesive, whereby the exact amount of the adhesive used cannot be identified. Incorrect handling, in which the connectors are touched and turned on the bond and not on the corrugation, is also a conceivable root cause of the error pattern found. If a loose connection leads to a leakage that cannot be compensated by the connected main unit, this is detected during the pre-use test or during ventilation and is alerted accordingly. The number of similar cases, related to the same symptom, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported that when using the breathing circuits the blue connector detaches from the tube- this also affects the bag tube. No injury reported.